Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that reported during a clinic visit, the health care professional (hcp) observed device had recorded a code 1005 which indicates that an open circuit condition was detected during a shock delivery. The hcp called technical services (ts) for further review of the stored episodes. Upon review, the ventricular episodes showed patient was in a fast ventricular arrhythmia. The device delivered a burst of anti-tachycardia pacing (atp) which did not convert the arrhythmia. Later in the episode the arrhythmia rate increased to the ventricular fibrillation (vf) zone and the device delivered 8 shocks. The shocks did not convert the arrhythmia and therapy was exhausted. Further review of the episode showed during the eighth shock, high out of range right ventricular (rv) lead shock impedances were recorded which led to the code 1005 to be recorded. Ts also reviewed the daily threshold and impedance measurements trends and confirmed the rv lead shock impedances appeared to have been gradually increasing over time. Ts recommended for the rv lead replacement. At this time, no additional adverse patient effects were reported. At this time, this rv lead remains in service.